Event description:
Information received from the patient reported that they could not turn off their implantable neurostimulator (ins) while lying down flat because it "makes me go crazy". The patient mentioned that they had it set "so high" that when they lie down on their back "it makes my body uncontrollable". It was noted that the issue had always been like that and that they had the ins turned on at all times. On follow up, the patient reported that as a step to resolve the issue they turn the ins off using the programmer when they have a test or exam that required them to lie flat on their back which was the only time they had the problem. The stimulation was reported as resolved because they turn it off in situations where it made their body uncontrollable and turn it back on when those situations are over. The indication for use for the implanted device was noted post lumbar laminectomy syndrome. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.